Manufacturer narrative:
The collimator and assembly parts were returned to the manufacturer for evaluation. During evaluation, the assembly part performed as expected. And no fault was found. The part passed all motion testing. Evaluation of the collimator confirmed the reported issue. The part failed bench testing and during the homing and burn in test, the x-axis motors were heard grinding. The 25 cycles passed. The cause of the reported issue was due to the x-axis motor grinding.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that the enclosure failed load box testing and that the indicator was off. The rotor motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that following a rehome of the gantry, the imaging system functioned as designed and was used in two procedures. The representative then returned to the site and found that the imaging system gantry could not complete re-homing prompts. To restore functionality, the firmware was reinstalled on the imaging system. The logs for the imaging system were then evaluated by medtronic personnel and found that the collimator error was in relation to power enclosure board required replacement. The representative then replaced the board and performed calibrations. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a collimator error appeared on the imaging system. There was no patient present when this issue was identified. No additional information was provided.